Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; nonfamilial hypogammaglobulinemia; hereditary hypogammaglobulinemia. Gammagard strength: 5gm/50ml; 20gm/200ml. Home health nurse reports pump (serial number and expiration date not provided). She stated she is getting an alarm for air in the line. Nurse checked the line, and no air found. She checked air settings and removed air from administration set and IV bag and reservoir per protocol. She disconnects from pt's access site before using prime function. This did not work. Nurse will will be using gravity for rest of the infusion- approximately 125 ml volume left. Pharmacy to replace pump. Return material sent for return of device associated with event. No adverse event(s) reported due to product issue. No further info.